Manufacturer narrative:
(B) (4).

Event description:
It was reported after using a schiatzu massager the implanted device was found to be off and the patient's symptoms were returning. Additional information has been requested, but was not available on the date of this report.